Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead delivered inappropriate shock without therapy exhaustion. Further, this rv lead exhibited undersensing and a damage on the lead's conductor part was found. The rv lead was abandoned surgically and a new lead was implanted. No adverse patient effects were reported. Additional information (ai) revealed that this rv lead was fractured on the angle where the lead entered the subclavian, which was confirmed by fluoroscopy. The rv lead is no longer in service. No additional adverse patient effects were reported.